Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open pacemaker implant, at the end of procedure, during closing of incision using the running suture technique, the thread broke. There was no patient injury.